Event description:
: It was reported that during the implant procedure, there was diaphragmatic pacing. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. The helix/lobe was distorted. Per visual inspection, it was noted that the lobes were slightly twisted and had dried blood on them. Upon analysis, there was blood in/on the distal conductor (non-obstructing).